Manufacturer narrative:
After further review of additional information received. Complaint conclusion: prior to handling an 8mm x 30mm precise pro rx self-expanding stent (ses) delivery system, the stent was found partially deployed inside of the packaging. When opening the package of the precise pro rx ses delivery system, the physician saw that the stent was slightly released from the catheter and the device was not used. An unknown stent was used in place of the precise pro and there were no reported patient injuries. The target lesion was at the internal carotid artery bifurcation which had mild calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no anomalies to the packaging. It was confirmed that the sterility of the device was not compromised. The product was not returned for analysis. One picture related to the reported event was provided for analysis. It was noted that the stent can be observed partially deployed. No other anomalies of the product were noted. A product history record (phr) review of lot 18017750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/during prep¿ was confirmed through analysis of the image provided by the customer. The exact cause of the event could not be determined during analysis. Based on the information available for review, shipping or handling factors may have contributed to the event. According to the instructions for use, which is not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review, nor the product image suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: prior to handling an 8mm x 30mm precise pro rx self-expanding stent (ses) delivery system, the stent was found partially deployed inside of the packaging. When opening the package of the precise pro rx ses delivery system, the physician saw that the stent was slightly released from the catheter and the device was not used. An unknown stent was used in place of the precise pro and there were no reported patient injuries. The target lesion was at the internal carotid artery bifurcation which had mild calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no anomalies to the packaging. It was confirmed that the sterility of the device was not compromised. The device was returned for analysis. One non-sterile unit of a precise pro rx ous carotid sys was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, a kink on the outer sheath was noted located approximately at 137.2 cm from distal tip. The stent was not present on the unit, and it was not returned for analysis. No other anomalies were noted on the unit at naked eye. Functional analysis could not be performed since the stent was not present on the unit. The mechanism of deployment was functionally and visually inspected and no anomalies were noted. A product history record (phr) review of lot 18017750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) ¿ deployment difficulty¿ was not confirmed since functional analysis to deploy the stent could not be performed since the unit was already deployed. A kink was noted on the outer sheath, that could be related to the handling/manipulation of the device. The exact cause of the conditions found could not be determined during analysis, thus procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Per the instructions for use (IFU) ¿preparation of stent delivery system- caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to handling an 8mm x 30mm precise pro rx self-expanding stent (ses) delivery system, the stent was found partially deployed inside of the packaging. When opening the package of the precise pro rx ses delivery system, the physician saw that the stent was slightly released from the catheter and the device was not used. An unknown stent was used in place of the precise pro and there were no reported patient injuries. The target lesion was at the internal carotid artery bifurcation which had mild calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no anomalies to the packaging. It was confirmed that the sterility of the device was not compromised. The device will be returned for evaluation.

Event description:
As reported, prior to handling an 8mm x 30mm precise pro rx self-expanding stent (ses) delivery system, the stent was found partially deployed inside of the packaging. When opening the package of the precise pro rx ses delivery system, the physician saw that the stent was slightly released from the catheter and the device was not used. An unknown stent was used in place of the precise pro and there were no reported patient injuries. The target lesion was at the internal carotid artery bifurcation which had mild calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no anomalies to the packaging. It was confirmed that the sterility of the device was not compromised. The device has now been returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18017750 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.